Event description:
It was reported that the procedure was to treat the iliac artery with moderate calcification and moderate tortuosity. An unspecified guide wire crossed the lesion and the 5x60 mm armada percutaneous transluminal angioplasty (pta) catheter was not prepped (air aspiration) outside the anatomy prior to use. The device was advanced to the lesion with resistance noted with the anatomy. The balloon ruptured during the first inflation at 5 atmospheres. A drug coated balloon was used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. It was reported by the account that the balloon dilatation catheter (bdc) interacted with the moderately tortuous and moderately calcified anatomy resulting in the difficulty advancing the device. The balloon likely interacted with the challenging anatomy, resulting in the ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. It was reported that the device was not prepared (air aspiration) outside the anatomy. It should be noted that the percutaneous transluminal angioplasty (pta) armada 35 / armada 35 ll, global, instruction for use indicates to perform the steps to remove all air and verify the integrity of the pta catheter. Leave the catheter under negative pressure until the balloon is at the target lesion site. Then the device can be introduced the device into the vascular system. H6: device code 2017- incorrect prep.